Manufacturer narrative:
A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. The device was returned to olympus for inspection, the customer's complaint s were not confirmed. Based on the results of the investigation, physical stress was applied to distal end and insertion section during device handling by the user. As a result, the charged coupled device (ccd) unit was damaged, and the suggested event occurred. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: chapter 3 preparation and inspection the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting.¿ if the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair.¿ warning ¿ never use the endoscope on a patient if any irregularity is observed. The irregular endoscope may compromise patient or user safety and may result in more severe equipment damage. In addition, it may pose an infection control risk. In addition, the following non-reportable malfunctions were found during the device evaluation: the illumination was uneven due to a scratch on light guide (lg) lens. Water removal ability did not meet the standard due to clogging of nozzle. The distal end was dented. The adhesive on the bending section cover (a-rubber) was detached. The connecting tube was dented. The bending angle in the up, down, right, left directions and knob play did not meet the standard values due to wear of angle wire. The universal cord was scratched. The scope connector was scratched. There was damage on ccd unit causing noise. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had no light from light guide lens, reduced angulation and an image with static noise (horizontal lines). The customer reported the product problems were found during routine inspection. No patient involvement was reported. The device was returned to olympus for evaluation. During evaluation, the device image was found to have insufficient resolution. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.